Event description:
Event description guidant received information that this transvenous defibrillation lead had dislodged. During a lead revision procedure, the helix mechanism would not retract, so the lead could not be repositioned. The lead was surgically abandoned and replaced with another guidant defibrillation lead.